Manufacturer narrative:
H6 device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the optic torn and haptic broken. Dimensional inspection unable to be performed due to significant lens part missing. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -09.00/+5.5/089 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to lens rotation not associated to a low vault. The lens was repositioned on (B)(6) 2023 but the problem was not resolved. The lens was replaced with a longer lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).